Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set with 0.2 m filter was leaking from an unspecified location. There was no report of patient injury or medical intervention associated with this event. No additional information is available.